Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 428 mg/dl, 172 mg/dl and 97 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate a peanut butter and jelly sandwich to treat her low symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.